Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure to treat atrial flutter using a polarsheath there was blood leaking from the hemostatic valve. The dilator was wiped with saline prior to use and no abnormalities were noted during preparation. Per the physician, they noticed the leak after preparation at the start of the procedure, but did not mention the leak until the procedure was completed, describing the leak as a very slow flow. Because of this the original sheath was used through the entire procedure, and the procedure was completed. No air was seen in the patient and there were no complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the device was first visually inspected and no abnormalities were found. The sheath was then functionally tested by performing aspiration under conditions similar to what would be found during the procedure. The sheath failed all aspiration testing as air was always visible in the flushing line while creating a vacuum with the syringe, regardless of the syringe size or the pressure that existed in the vacuum. The next functional test checked if the sheath was able to maintain internal pressure without a dilator inserted across the valve. The sheath failed the pressure testing and water dripped from the proximal end of the sheath. When they used air pressure to check for the location of any leaks they heard air escaping from the valve on the proximal end of the sheath. Based on all the available information the allegation of sheath leak was confirmed.

Event description:
It was reported that during a cryoablation procedure to treat atrial flutter using a polarsheath there was blood leaking from the hemostatic valve. The dilator was wiped with saline prior to use and no abnormalities were noted during preparation. Per the physician, they noticed the leak after preparation at the start of the procedure, but did not mention the leak until the procedure was completed, describing the leak as a very slow flow. Because of this the original sheath was used through the entire procedure, and the procedure was completed. No air was seen in the patient and there were no complications. The sheath has been returned for analysis.